Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: united kingdom.

Event description:
It was reported that during an unknown time, on an unknown date, the unit was not taking the skin and had a damaged metal plate. There was unknown patient impact or delay. Due diligence is in progress.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the unit was not taking the skin and had a damaged metal plate. It was confirmed that the unit did not mesh, open or close and there was bent metal strips on the plate. Another mesher was used to complete the surgery there was no patient impact or delay. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the device passed the sample mesh test during evaluation; however, the comb and bottom roller were damaged and the ratchet gear was worn. The comb, bottom roller, gear, and pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.